Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. No patient information is available for reporting. It is unknown when non-union occurred. Original implant date unknown. Device is not available for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a synthes 11mm titanium (ti) cannulated tibial nail and five (5) locking screws to treat an unknown tibia fracture on an unknown date. Postoperatively, on an unknown date, it was identified that there was a non-union of the fracture and on (B)(6) 2017, the patient was returned to the operating room where the nail and screws were removed and the patient was revised using a new tibial nail. The procedure was completed successfully. No surgical delay was noted. Patient status is unknown (B)(4).